Event description:
It was reported there was no capture on the right atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d274trk implantable cardioverter defibrillator (ICD) implanted: 2011-(B)(6); 694958 implantable tachy lead implanted: 2006-(B)(6); 4194 implantable pacing lead implanted 2006-(B)(6).